Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: >7.5; lab: 4.5. Date: (B)(6) 2010; inratio: 5.8; lab: 4.0. Coumadin was withheld on (B)(6) 2010. New user. Using meter approx 1 week. Per customer, started observing some higher than expected pt results and noted results discrepant when compared to lab. Therapeutic range used = 2.0-3.0. Lab draw performed if meter results outside therapeutic range, but no correlation performed if within range. Lab draw performed very soon after meter testing.